Event description:
The peritoneal dialysis patient stated that he was hospitalized for peritonitis. The patient does not know conclusively the exact admission date. However, the patient stated that he was hospitalized around the time when related fluid leaks occurred. The patient could not recall the hospital he was admitted too and medical records could not be obtained. During a followup call with the patient's peritoneal dialysis nurse, it was stated that the patient never had an infection in regards to any leaks. The patient was inconsistent with his information. The nurse added that the patient has trouble remembering how to do peritoneal dialysis. The nurse stated that the patient had psychological issues. The nurse stated the patient did not have any fluid leaks. The nurse did not test the effluent. No prophylactic antibiotics were used.

Manufacturer narrative:
Fresenius is in the process of requesting patient medical records related to the reported event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A follow-up medical device report will be filed when our post market clinical investigation is completed.